Manufacturer narrative:
Based on the claim against the product by the customer noting an insulator defect, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. Failure analysis found the primary failure of the thermal damage to be related to the customer reported complaint. The electrical continuity test was performed and passed. The reported complaint was confirmed by failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure (pre-anesthesia), the customer noted that the maryland bipolar forceps instrument had an insulator defect. The device was not used on the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: no instrument collision was observed during a procedure. The conductor wire was not damaged, and there were no exposed wires. No evidence of thermal damage was identified on the instrument. Additionally, an image of the maryland bipolar forceps instrument related to this event was received. A review of the submitted image was performed and from the image provided, the instrument had thermal damage on the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.